Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the evening. The patient reported obtaining a reading of ¿600 mg/dl on the lfs meter. The patient reported using a combination of glyburide 2.5 mg twice a day and levemir 40 units to manage her diabetes. The patient reported taking her usual dose of glyburide 2.5 mg at 6 pm and levemir 40 units at 9 pm. The patient reported 1 hour after the alleged issue first occurred she developed symptoms of feeling ¿sick to stomach.¿ the patient reported on (B)(6) 2013 in the evening, she was given advice from a healthcare professional to ¿not increase insulin.¿ at the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient¿s test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims the meter was reading inaccurately high, and the patient was advised by a healthcare professional not to increase her dose of medication beyond her usual diabetes management routine.

Manufacturer narrative:
Follow-up # 1 (06/18/2013)-device evaluation: the subject meter and associated test strips were returned on 06/05/2013 and evaluated by lifescan product analysis on 06/10/2013 and 06/13/2013 respectively with the following findings: the reported complaint was not confirmed. The analysis of the meter was normal. No issues were identified with the test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.